Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as the part was discarded on site. A medtronic representative went to the site to test the equipment. The cable door switch assy was found to be destroyed. The medtronic representative replaced the damaged part. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A site representative reported that the imaging system displays "door open", when the door is closed. No further details regarding this issue were provided. There was no patient present when this issue was identified.